Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 60 bd vacutainer® sst¿ blood collection tubes had insufficient additive quantity and would not clot after the blood collection. The following information was provided by the initial reporter: "serum tubes not clotting".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Based on severity and occurrence no testing was performed. Mixing is critical to achieving appropriate clotting times and clot formation. Mix the tube gently by 5 complete inversions immediately after collection. Mixing facilitates dispersion of the silica into the blood specimen, assisting the clotting process. Inadequate mixing may result in incomplete clotting and fibrin formation in the serum. Allow serum gel tubes to clot for a minimum of 30 minutes. Some patient conditions may require extended clotting time. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on severity and occurrence no testing was performed. Mixing is critical to achieving appropriate clotting times and clot formation. Mix the tube gently by 5 complete inversions immediately after collection. Mixing facilitates dispersion of the silica into the blood specimen, assisting the clotting process. Inadequate mixing may result in incomplete clotting and fibrin formation in the serum. Allow serum gel tubes to clot for a minimum of 30 minutes. Some patient conditions may require extended clotting time. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 60 bd vacutainer® sst¿ blood collection tubes had insufficient additive quantity and would not clot after the blood collection. The following information was provided by the initial reporter: "serum tubes not clotting"